Event description:
A peritoneal dialysis pt reported that they noticed dialysis solution leaked onto the floor. Pt did not notice anything unusual about the cassette, leak location is unk. Pt was able to complete their treatment via manuals. Pt was administered prophylactic antibiotics and had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.